Event description:
It was reported that a 48-year-old female patient who underwent bilateral mastectomy and reconstruction with mentor devices (sm mpp gel 450cc, date of implant (B)(6) 2019) and then had two lymph nodes at a later date that were biopsied from the right axillary area that were positive for breast cancer. The patient then underwent radiation to the right breast. It was also reported that the patient) has experienced breast implant rupture on the right side confirmed by mammogram and developed capsular contracture in both breasts (bg-IV ¿ right, bg-ii/iii -left). As a result, the patient underwent bilateral explantation and replacement with mentor gel breast implant 450cc on (B)(6) 2025. This supplemental medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture grade ii/iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).